Manufacturer narrative:
The insulin pump alarmed with a button error, due to a corroded keypad trace.

Event description:
It was reported that the customer received a button error alarm. The customer's blood glucose was 91 mg/dl. Buttons were not held down for a prolonged amount of time. The customer was advised to revert to a back-up plan. Nothing further was reported.